Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent auto-off alarms. Tandem technical support reviewed the auto-off safety feature with the customer. Customer's blood glucose level was not impacted. Customer requested the safety feature be turned off. Tandem technical support guided the customer through turning the safety feature off.